Manufacturer narrative:
It was reported that the central nurse's station (cns) application got overheated. Unit was monitoring bedside monitors and received a "fan speed warning" error message and shut down. During troubleshooting, it was determined that there was a thick layer of dust in one of the hard drive; causing the device to get overheated. Advised the customer to clean the hard drive. After cleaning, the device is back up and running as designed.

Event description:
It was reported that the central nurse's station (cns) application got overheated. Unit was monitoring bedside monitors and received a "fan speed warning" error message and shut down. No consequence or impact to patient.

Event description:
It was reported that the central nurse's station (cns) application got overheated. Unit was monitoring bedside monitors and received a "fan speed warning" error message and shut down. No consequence or impact to patient.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) /2018 that the mouse was not working on the unit, so customer swapped it out. Then the unit would not click on anything except for the print button so customer rebooted the unit. The unit got a fab speed warning and shutdown. Service requested: troubleshooting . Service provided: troubleshooting. Investigation result: the pu-621ra; sn: (B)(6) was placed into service on (B)(6) 2013, which is over 5 years at the time of the reported issue. A review of device history found no previously reported similar issue with this device. Similar tickets using "pu-621ra cns overheated" gave no results. Based on the device service history and similar search query, no adverse trend is suspected with the device. The cns-6201 operator's manual advises customer to clean the instrument after shutting it down under general handling precautions. Under maintenance section, the customer is advised to check if the vent hole is dusty, wipe the dust off with a cotton swab or vacuum it. The manual also states the appropriate method of cleaning and disinfecting or sterilization. The customer's issue was resolved by cleaning the unit. The root cause of the issue was determined to be user error. The end user did not clean the device as suggested by the cns-6201 manual. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects.